Manufacturer narrative:
It was learned that the paddle reamer hit the metal retractor during the surgery. The surgeon had difficulty accessing the site and hence the interference between the instruments. During the second attempt, the surgeon made sure that he had good exposure to the site and used the reamer from the additional kit. The surgery was completed without incident.

Event description:
It was reported that a paddle reamer was broken during a glenoid surgery. There was no harm or injury to the user or to the patient. The surgeon used a readily available second glenoid kit and finished the surgery without issues.